Manufacturer narrative:
A ge representative evaluated the system and determined the generator interface board and the fluoro functions board need to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system intermittently would not boot up. No patient injury was reported.